Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, a transesophageal echocardiogram (tee) was performed noting a pericardial effusion. Additionally, the right atrial (ra) lead exhibited sensing issues and high pacing impedance. The ra and right ventricular (rv) lead were also noted to have released prematurely. The physician explanted and replaced the ra and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were high pacing lead impedance, sensing anomaly, ¿lead were noted to have released prematurely¿ and ¿small stable effusion was noted¿. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cutting and cleaning the distal end, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. A stiffness test was performed, and the test results were within specification. The reported events of high pacing lead impedance and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures, however an internal short between conductors was noted due to the damage inner insulation consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.